Event description:
An eye care provider's office reports receiving a report from their legal department that a patient is currently in an unspecified hospital due to an ulcer forming on the eye. The patient reports having lost vision in the eye. The hospital has advised the patient that the lenses were faulty or contaminated but the hospital is not willing to provide the eye care provider's office a report to confirm that information. Add'l info rec'd from the eye care provider's office via questionnaire on (B)(6) 2014 states that the patient experienced severe pain and redness. A biopsy was performed which had a negative result. There is corneal staining; however, the extent is unknown. The diagnosis is a corneal ulcer but the location and size are unknown. There was no anterior chamber reaction or discharge present. The patient was prescribed prednisolon, gentamycin, cyclopentolate, ofloxacin, cefuroxime, 1 other unspecified medication. The patient had a f/u appointment scheduled for (B)(6) 2014. Add'l info rec'd from the eye care provider's office states that the patient was in the hospital from (B)(6) 2014. Add'l info rec'd from the eye care provider's office states that the patient has been back to hospital, possibly on (B)(6) 2014 and has now been discharged. It is reported that the hospital is surprised at his level of recovery and he achieved 20/20 vision in the hospital clinic, however the patient does not feel the acuity is that good. He still has difficulty in opening his eye in the morning but feels this is improving and has been reassured by the hospital that it will get better. The patient is scheduled for a final follow up check at the eye care provider's office on (B)(6) 2014.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. (B)(4). This medwatch report was incorrectly submitted under duplicate manufacturer report number 1065835-2014-00015 on 02/10/2014. Please refer to 1065835-2014-00016 for the correct manufacturer report for internal control number (B)(4). MFR #1065835-2014-00015 is the correct manufacturing report number for internal control number (B)(4). (B)(4).